Event description:
A site rep reported that the open spine clamp is not able to be tightened down fully. There was no pt present.

Manufacturer narrative:
No pt info provided as no pt was involved in this concern. Device manufacture date not available at time of this report. RMA issued. Spine clamp returned on (B)(4) 2011. The clamp face is slightly bent to the side and retainer ring is slightly stretched on the end of the adjustment screw allowing some play in the movement of the clamp face. The adjustment screw threads are in good condition, although, there are tool marks along the outside edge of the head of the screw. The hex head is good. Replacement shipped (B)(4) 2011.